Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was taken to the diabetes center and diagnosed with an infection. The patient stated the site was irritated and itchy. The patient was prescribed with cephalexin (500 mg, 1 capsule 3 times daily, for 10 days).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.